Event description:
Customer reported experiencing multiple occlusion alarms with their mobi pump. There was no adverse impact to the customer¿s blood glucose level. After completing all clinical troubleshooting steps without identifying areas requiring further clinical intervention, a replacement pump was sent.